Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: component code: mechanical (g04) - stem. Visual examination of the provided intraoperative photo identified that a hinged total knee implant is in place. The femoral component appears to show signs of use and biological debris. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Infection: the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Loosening: a definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to recurring infection. It was noted that the patient appeared to have femoral loosening and would have required distal femoral replacement but was unavailable.